Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegation could not be confirmed by analysis. The lead tip has no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lv lead was appeared to have moved since implant and further dislodged when trying to reposition. Chest x-ray was performed but was not able to confirm dislodgement. Further, the patient had symptoms of fatigue but additional information obtained that the symptom was not device related. The lv lead was explanted and replaced with a new one. No additional adverse patient effects were reported.